Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-may-2026, a distributor reported via email that six ar-3636 knotless 1.8 fibertak soft anchors were associated with an issue during bankart repair procedures performed on (B)(6) 2026. The repair sutures of the 1.8 mm anchors were reported to snap at the midpoint during final tensioning; however, the anchors remained implanted and could still be tensioned with additional effort. The issue occurred across two procedures and involved multiple lot numbers. No patient harm was reported. Additional information was received on 12-may-2026: the snapped sutures were removed from the patient, and the associated anchors remained implanted. There was no delay to the procedure, and no additional anesthesia was administered. No adverse effects were reported.